Manufacturer narrative:
The report of elevations in pump power and flow values were confirmed through the analysis of the submitted system controller log file; however, a specific cause for these observations could not be conclusively determined. The patient remains ongoing on lvad support with no issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that interrogation of the patient's lvad system showed elevated estimated flows in association with increased pump powers. The patient had a therapeutic inr, normal lactate dehydrogenase levels, and was on warfarin and aspirin. The patient was asymptomatic. As of (B)(6) 2016, the patient was reportedly doing well. The patient's lactate dehydrogenase level remains normal with no signs of hemolysis or decompensated heart failure.